Event description:
It was reported that patient presented in the office with slight right hip pain. X-ray were taken, osteolysis was observed and polywear. Nothing was loose or broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant was performed however the event could not be confirmed. It was determined that the operative notes were needed to fully investigate. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient presented in the office with slight right hip pain. X-ray were taken, osteolysis was observed and polywear. Nothing was loose or broken.